Event description:
It was during remote follow up that the pacemaker recorded a false positive for atrial fibrillation. No intervention was reported and there were no patient consequences.

Event description:
Additional information received noted that the false positive was due to device undersensing.